Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing, nausea and headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of dust/dirt contamination in the bottom case of the base unit, on the board, at the air inlet, on/inside the blower box, and on the motor casing/impellers, contamination within the airpath, fibrous contaminate on the blower motor wires between the blower box and bottom case of the base unit, mineral spots consistent with water ingress inside the blower box and on the motor casing, slight black contamination at the blower seal of the blower box and keratin contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 4 instances of error codes. The manufacturer concludes the contaminates found were consistent with contamination within the airpath, fibrous contaminate on the blower motor, mineral spots with water ingress inside the blower box and on the motor casing, slight black contamination at the blower seal of the blower box, keratin contamination and dust/dirt contamination was inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.